Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to high blood glucose levels over 700 mg/dl. The customer stated that she was wearing the insulin pump, but was not receiving any insulin. Blood glucose level near the time of the call was 285 mg/dl. The customer stated that she was treated with an insulin drip and was released the same day. The customer was sent a tubing clamp so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.